Event description:
The medics attached the lp12 to the patient with appropriate cables and pads, and when crew saw patient in ventricular fibrillation, they attempted to defibrillate patient and lp12 indicated to connect cable. Cable was connected to lp12. At this time a bls crew arrived on scene. AED attached to patient and it indicated that no shock indicated. Upon arrival to the hospital, staff there determined to cease resuscitative efforts, due to a lack of patient viability. There was no report of association between patient outcome and the alleged discrepancy.

Manufacturer narrative:
Section h6: other: the device was examined by the local factory service rep. The rep observed the device defibrillator would not function due to a broken male pin from the therapy cable which was used with the device.